Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device data review was sent to technical services (ts) due to possible battery depletion. Ts reviewed that device data and noted that the battery usage of this device had increased abnormally. This device was malfunctioning and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.